Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-aug-2015. The most recent information was received on 13-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vertigo ("vertigo"). In (B)(6) 2009, the patient underwent tooth repair ("I needed five fillings of teeth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("one of my teeth cracked and fell out"), feeling abnormal ("cloudy foggy brain, its like my brain gets stuck"), dysmenorrhoea ("painful menstrual cycles now"), alopecia ("hair has thinned a lot"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), anaemia ("anemia"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and vaginal infection ("vag. Infection") and was found to have weight increased ("carrying weight in my abdominal area"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, tooth repair, abdominal pain, menorrhagia, anaemia, genital haemorrhage and vaginal infection had resolved, the vertigo had not resolved and the tooth fracture, feeling abnormal, dysmenorrhoea, alopecia, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, tooth fracture, tooth repair, vaginal infection, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2008: essure confirmation test-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : following events were added : abdominal pain, menorrhagia, anemia, gen. Abnorm. Bleed, psych injury, vag. Infect. Outcome of pelvic pain was changed from unknown to recovered/resolved. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1028) on 29-aug-2015. The most recent information was received on 23-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on (B)(6)2016 and delivery in (B)(6)2008. Concurrent conditions included adenomyosis and pelvic peritoneal adhesions. Concomitant products included cefalexin (cephalexin) from (B)(6)2016 to (B)(6)2017, clindamycin phosphate from (B)(6)2016 to (B)(6)2017, codeine phosphate;guaifenesin (cheratussin ac) from (B)(6)2017 to (B)(6)2018, fluconazole from (B)(6)2016 to (B)(6)2016, hydroquinone from (B)(6)2016 to (B)(6)2017, misoprostol from (B)(6)2016 to (B)(6)2016, nystatin from (B)(6)2017 to (B)(6)2018, oxycodone from (B)(6)2016 to (B)(6)2017, paracetamol (acetaminophen) from (B)(6)2016 to (B)(6)2017, sulfacetamide from (B)(6)2016 to (B)(6)2016 and tretinoin from (B)(6)2016 to (B)(6)2017. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury/depression") and anxiety ("mental anguish/ anxiety"). In (B)(6)2008, the patient experienced vertigo ("vertigo"). In (B)(6)2009, the patient underwent tooth repair ("I needed five fillings of teeth"). In (B)(6)2016, the patient experienced dysmenorrhoea ("painful menstrual cycles now/dysmenorrhea (cramping)") and anaemia ("anemia"). On (B)(6)2016, the patient experienced vaginal infection ("vag. Infection"), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced tooth fracture ("one of my teeth cracked and fell out"), feeling abnormal ("cloudy foggy brain, its like my brain gets stuck"), alopecia ("hair has thinned a lot"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("carrying weight in my abdominal area"). The patient was treated with surgery (hyst. (Full), salping.(bilateral) and ablation). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, tooth repair, abdominal pain, anaemia, genital haemorrhage and vaginal infection had resolved, the vaginal haemorrhage, menorrhagia, tooth fracture, feeling abnormal, dysmenorrhoea, alopecia, weight increased, depression and anxiety outcome was unknown and the vertigo had not resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, tooth fracture, tooth repair, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2008: impression- complete occlusion of the fallopian tubes bilaterally essure device appears to be functioning properly; on (B)(6)2009: result- total bilateral occlusion. Imaging procedure - on (B)(6)2008: essure confirmation test-not specified result-bilateral occlusion. Pregnancy test urine - on (B)(6)2016: results: neg. Ultrasound pelvis - on (B)(6)2016: findings: uterus: the uterus is anteverted with heterogeneous echotexture and irregular margins. It measures 11.8 x 4.8 x 5.4 cm and contains a 2.9 x 2.4 x 1.8 cm fibroid within the anterior left uterine body. Endometrium: measures approximately 17 mm in thickness. A 2.4 x 1.5 x 2.0 cm hyperechoic structure within the endometrial cavity may represent a polyp. A small amount of fluid is noted within the. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormal bleeding, anemia, dysmenorrhea. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs +mr received. New events added: mental anguish, abnormal bleeding(vaginal), menorrhagia. Outcome of previously added event psych injury was updated to depression. Concomitant drugs, concomitant conditions, reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.